Event description:
It was reported that a dexcom g6 continuous glucose monitor (cgm) sensor was providing glucose readings in the dexcom app but failed to pair with the ilet, and after verification of the sensor code and transmitter sn with a restart and code reentry, the ilet displayed searching for transmitter and subsequently connected; the event is consistent with an intermittent communication failure involving the antenna/electrical communication pathway of the interoperable system. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability-related intermittent communication issue localized to the device¿s communication components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.